Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator. It was stated that the patient reported that the implant didn't work. There were no symptoms or further complications reported or anticipated.